Manufacturer narrative:
Four used tracheostomy tubes were received for investigation. The samples were visually inspected and no damage was detected. Cuff symmetry was tested and all units were found to be within specification. A review of the manufacturing process of a similar device was conducted and all procedures were found to be carried appropriately. No failure was detected.

Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona® pediatric tts¿ tracheostomy tube would not stay inflated. It was reported that an emergent tracheostomy (trach) change out was required. No adverse patient effects were reported.